Event description:
It was reported that there was a thrombus in the patient. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30 mm watchman laa closure device & delivery system (wds) were used. The procedure was going as planned. After transseptal access was obtained the was positioned in the laa. Heparin was administered to the patient and the wds was selected. The wds was inserted into the was and snapped together. The closure device was then deployed in the laa and a thrombus was noted on the distal end of the sheath. The activated clotting time (act) was 271. The closure device met release criteria and was successfully implanted in the laa. The physician aspirated as they pulled the sheath and clot back into the right side of the heart across the septum. The clot was flushed out of the delivery sheath on the table after it was removed from the patient. The patient did not have any complications following these events.